Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was explained that was a self-test error code and displays when the test is disrupted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.